Manufacturer narrative:
Patient identifier not provided. Age, and date of birth not provided. Sex not provided. Weight not provided. Additional PMA/510(k) numbers: k011028 / k013227.

Event description:
Doctor reported that they took a tsvb10 from stock to use in a procedure and when they opened it the package top sticker showed another a different.

Manufacturer narrative:
One tapered screw vent implant packaging and device were returned for inspection. The vial cap was noted to have been opened. It was confirmed that the label on the vial cap does not match the sticker on the front of the vial or the outer packaging. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and one similar complaint was identified for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent, advent and trabecular metal implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. Complaint indicates a mislabeling of the implant packaging. The alleged event was confirmed based on information in a corrective action preventative action (CAPA) that was initiated for this issue. A technical root cause for this complaint is likely due to manufacturing error. The confirmed event is addressed through a CAPA. As corrective action has been approved for this lot, no further action is required. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.